Manufacturer narrative:
Device was not returned for evaluation. Review of product complaint history from 2005 to present shows no other reported complaints of this nature for pro osteon.

Event description:
Surgeon reported pt developed giant cell reaction in areas where graft was used. Revision surgery scheduled to regraft affected area.